Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report. The other device involved in this event is (B)(4) lot # kp2e3423. At this time, it is not known which device caused this event.

Event description:
It was reported that: "the handle and the extractor will not come apart."